Event description:
I almost swallowed one. [Accidental device ingestion] another one was nestled between two teeth [foreign body in mouth] the brush lost bristles [product complaint]. Case description: on 2024-07-31 a spontaneous case was reported in france by a consumer or other non-health professional via (email) call center representative. The report concerns a consumer. The consumer received parodontax extra soft (corsodyl/parodontax toothbrush) lot number and expiry date was unknown for indication(s) teeth cleaning. This case was associated with product complaint. No concomitant medications were reported. On an unknown date, after an unknown time of starting parodontax extra soft, the consumer experienced a medically significant accidental device ingestion (I almost swallowed one). On an unknown date, the consumer experienced a non-serious foreign body in mouth (another one was nestled between two teeth) and product complaint (the brush lost bristles). The outcome of the events accidental device ingestion, foreign body in mouth and product complaint were unknown. The consumer's relevant medical history includes: my gums are weakened (ongoing), and chemotherapy (ongoing). No drug history was reported. The action(s) taken were: for parodontax extra soft was unknown. Dechallenge was unknown and rechallenge was no-n/a. The causality was reasonable possibility for the event foreign body in mouth and causality was not reported / not assessable for the events accidental device ingestion and product complaint with respect to suspect product parodontax extra soft toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "defect on parodontax extra soft toothbrush, I would like to report a problem that I encountered from the 2nd use of my parodontax extra soft toothbrush: the brush lost bristles. I almost swallowed one. Another one was nestled between two teeth. This is all the more unfortunate since, like other users of this type of brush I suppose I opted for an extra soft one from a brand that I thought was serious because my gums are weakened. As far as I am concerned, it is chemotherapy that requires me to be very gentle when brushing. Well, it failed! I pulled on the bristles that were threatening to fall out. On the 4th day of use, the problem reappeared as shown in the attached photo. An expense and hassle that I could have done without and that I would like to avoid for other people. I hope for a concrete answer. Follow up information was received on 2024-08-01 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: complaint verbatim: filaments (bristles) falling out during use filaments get loose during use filaments get stuck in my teeth / braces. Gsk code: cpc loose brist evaluation: check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brushhead, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Response to consumer (if applicable): this complaint has been investigated by our quality department and no conditions were discovered within our processes which would have caused or contributed to the reported event. Applying too much pressure during brushing or too long usage of brush may cause this type of defect. The investigation reports concluded that, complaint stands complaint inconclusive. The pqc number was reported as (B)(4)." Initial and follow up were processed together.

Manufacturer narrative:
Veeva case: (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I almost swallowed one. [Accidental device ingestion]. Another one was nestled between two teeth [foreign body in mouth]. The brush lost bristles [product complaint]. Case description: on (B)(6) 2024 a spontaneous case was reported in france by a consumer or other non-health professional via (email) call center representative. On (B)(6) 2024 new information was(were) received for this case. The report concerns a consumer. The consumer received parodontax extra soft (corsodyl/parodontax toothbrush) lot number and expiry date was unknown for indication(s) teeth cleaning. This case was associated with product complaint. No concomitant medications were reported. On an unknown date, after an unknown time of starting parodontax extra soft, the consumer experienced a medically significant accidental device ingestion (I almost swallowed one). On an unknown date, the consumer experienced a non-serious foreign body in mouth (another one was nestled between two teeth) and product complaint (the brush lost bristles). The outcome of the events accidental device ingestion, foreign body in mouth and product complaint were unknown. The consumer's relevant medical history includes: my gums are weakened (ongoing), and chemotherapy (ongoing). No drug history was reported. The action(s) taken were: for parodontax extra soft was unknown. Dechallenge was unknown and rechallenge was no-n/a. The causality was reasonable possibility for the event foreign body in mouth and causality was not reported / not assessable for the events accidental device ingestion and product complaint with respect to suspect product parodontax extra soft toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "defect on parodontax extra soft toothbrush, I would like to report a problem that I encountered from the 2nd use of my parodontax extra soft toothbrush: the brush lost bristles. I almost swallowed one. Another one was nestled between two teeth. This is all the more unfortunate since, like other users of this type of brush I suppose I opted for an extra soft one from a brand that I thought was serious because my gums are weakened. As far as I am concerned, it is chemotherapy that requires me to be very gentle when brushing. Well, it failed! I pulled on the bristles that were threatening to fall out. On the 4th day of use, the problem reappeared as shown in the attached photo. An expense and hassle that I could have done without and that I would like to avoid for other people. I hope for a concrete answer. Follow up information was received on 2024-08-01 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: complaint verbatim: filaments (bristles) falling out during use filaments get loose during use filaments get stuck in my teeth / braces. Gsk code: cpc loose brist evaluation: check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brushhead, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Response to consumer (if applicable): this complaint has been investigated by our quality department and no conditions were discovered within our processes which would have caused or contributed to the reported event. Applying too much pressure during brushing or too long usage of brush may cause this type of defect. The investigation reports concluded that, complaint stands complaint inconclusive. The pqc number was reported as (B)(4)." Initial and follow up were processed together. On 2024-08-09, the following update(s) has(have) been provided- follow up information was received on 2024-08-09 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: no defect sample available for confirmation and investigation. After check on the defect picture, the toothbrush has been used. Base on the customer complaint history of toothbrush and investigation against all the previous returned samples, some filaments came off issue were caused by improper use of toothbrush, on some returned sample, obvious similar pinch marks are found on the bristles, the defect may be caused by filaments get stuck in-between teeth or between teeth and bracket/dental brace and then pulled out. Thus this complaint will be closed as inconclusive temporarily and the complaint will be re-opened when the defect sample is acquired. The investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as (B)(4).